Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000169241.

Event description:
It was reported patient was unable to enter MRI mode due to high impedances on one lead. Investigation was unable to identify which lead attributed to the issue. Patient also experience pain at the ipg site following a fall. Surgical intervention was undertaken wherein both leads were explanted and replaced and the ipg site was repositioned to address the issues. Therapy was restored post-op.